Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the control body fluid damage, the down pulley wire fluid damage, the mecha base plate fluid damage, the lg cable connector fluid damage, the control body corroded, the mecha base plate corroded, the lg cable connector corroded, the r/l knob leak, the lg root brace rubber cut, the remote control button(2) cut, the distal body worn out, the light guide fiber bundle (lcb) defective, the insertion flexible tube (ift) bump, the suction channel kink, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.